Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested mechanically out of specification due to the lock button on the keypad being flat. It was also noted that the output connector assembly was broken. One plug was missing. One case screw was contaminated. Error codes were noted. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular port on the external pulse generator (epg) was broken. It was further reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.